Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements on the competitor right ventricular (rv) lead decreased after the implant procedure. Additionally, the threshold measurements on the competitor left ventricular (lv) lead increased. After reviewing the provided information, boston scientific technical services (ts) indicated the leads were likely reversed in the header. As a result, re-intervention was performed and the connection was corrected. No additional adverse patient effects were reported; however, it was noted the patient had an unrelated hematoma.